Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. Additional information for initial reporter: the telephone number for the contact was reported as: (B)(6). This report involves the same patient as in (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent coincident with peritoneal dialysis therapy. The patient experienced peritonitis in the same month as the cloudy effluent, coincident with peritoneal dialysis therapy. The cause of the peritonitis and the cause of the cloudy effluent was unknown. Beginning on the day of peritonitis diagnosis, the patient was treated with unspecified antibiotics (medication, dosage, frequency, and route not reported) for the peritonitis. Treatment with the unspecified antibiotics continued for two weeks. Extraneal therapy was stopped four days prior to the onset of the peritonitis. It was not reported if the patient was recovering or was recovered from the peritonitis event. Additional information was requested, but is not available. This is report 2 of 3.